Event description:
Customer allegedly received the following results, with two different meters aviva meters within 10 minutes: 161 mg/dl (system 1) 107 mg/dl (system 1) and 242 mg/dl (system 2) no adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).